Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his son (the patient) and reported a high blood glucose (bg) episode. The reporter also claimed that the pump had a short battery life issue. The reporter claimed that possibly the pump was not delivering insulin correctly which allegedly caused the patient's bg level to rise. The reporter indicated that the patient's bg level was 150 mg/dl at 1:00 am. On the morning of (B)(6) 2012, at an unspecified time, the patient had a bg level of "417 mg/dl" with ketones and a symptom of nausea. The reporter treated the patient with a bolus via the pump 30 minutes prior to contacting anm. During a follow-up contact with the reporter later that same day, he indicated that the patient's bg level had responded to a bg level of "216 mg/dl." Through troubleshooting, the anm representative involved in this contact noted that the pump was delivering insulin as programmed. The tdd history added up correctly. The anm informed the reporter that a possible variable for the patient's high bg level was a potential site issue. However, the reporter refused to review the patient's site(s). He mentioned that the patient was using his buttocks. He denied that the patient had any scar tissue, lumps, or bleeding. The patient's last site and infusion set change was on (B)(6) 2012, at an unspecified time. A review of the pump's alarm history showed a low battery alarm had occurred at 8:36 am that morning. At 8:46 am, a replace battery alarm occurred. The reporter denied that there was any moisture in the battery compartment or on the battery. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level and symptoms that can be associated with severe hyperglycemia. However, at this time, it is unknown if the pump and/or use-error contributed to the patient's injury considering no issues with insulin delivery were found with troubleshooting of the device. In addition, the alleged short battery life issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. It is unclear when the alleged power occurred in relation to when the patient's bg level began to rise. It is also not known what actions the patient took in response to the battery life issue and before his bg levels began to rise.

Manufacturer narrative:
Follow-up #1 09/21/2012-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2012 with the following findings: there was no activity related to the complaint captured in the pump history. The pump was exercised for 24 hours without power loss. The pump electrical current draws were tested and were found to be within specifications. A flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.